Event description:
It was reported that the 9600+ system has intermittent boot problems. The system is still in use. There was no report of pt injury.

Manufacturer narrative:
Follow-up with the customer indicated that the system was working as it should and customer cancelled the service call. If add'l information is received, it will be reported as required.